Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 118.5 mg/dl (lab result) and 256 mg/dl (patient´s meter).

Manufacturer narrative:
D4 - lot no, catalog no and unique identifier were updated based on the returned product.